Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a viscoelastic product was used during a cataract procedure in which the patient experienced post-operative endophthalmitis and bacterial infection in the right eye. The patient received medical and surgical intervention after being transferred to a different hospital. The patient's symptoms are now reported as resolved with treatment. Additional information has been requested.

Manufacturer narrative:
Additional information received has clarified that this was the initial use of the product and not reuse as was previously understood and reported on the initial MDR. The manufacturer internal reference number is: (B)(4).